Event description:
It was reported that: " device does not open. Manta won't open from plastic when inside patient. 2 devices tried and failed" associated to 3010252479-2023-00145 manta additional information: during an evar procedure on the (B)(6) 2023, access was gained in the femoral artery which was reported severely calcified. The account reported that: "after index procedure, when turning the deployment lever, the anchor hadn't got out from the delivery tube (both devices)". A surgical cutdown was performed and the patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). Two manta units were returned to vsi/teleflex for evaluation. Blood particulates were noted on the units. Both mantas were locked into the sheath with the lever engaged. Unit 1: no components were released out of the lumen. Unit 2: collagen, anchor and lock were released and pushed out of the lumen. The involved physician attempted to investigate one of the devices prior to shipping. The tampered device was not labelled when received at teleflex/vsi for investigation. Therefore, it is unknown which device was deployed first and which was tampered with prior to shipping to vsi/teleflex.. The DHR was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. A manufacturing record review was completed and found lot was manufactured prior to a correction made because of a lot failure occurring in 2022. Based on the information submitted, following an evar procedure, a 14f ce manta device was deployed for closure into the severely calcified femoral artery. No resistance was met while advancing the bypass tube into the hemostatic valve and no buckling or bending occurred to the bypass tube. While the physician was actuating the handle lever in the clockwise direction, the anchor did not deploy and release from the device (see tc#20046126). The physician removed the first 14f ce manta device and opened a second 14f ce manta. Again, while the physician was activating the manta closure lever, the anchor did not release from the device. The physician elected to perform a surgical cut-down to obtain final hemostasis. The patient did not experience any harm or consequence from this event and their current condition is fine. After multiple good faith effort attempts to obtain additional information on the initial and deployment procedures, patient conditions, and environment, and no angiograms submitted for this investigation, the minimal response was received. Based on the information, the most likely root cause of the issue is user error due to poor patient selection. Severe calcifications present in the femoral artery likely prevented the anchor from deploying and successfully sealing the puncture. The potential root cause of why the anchor did not deploy and release from the carrier tube is likely a combination of the device not being correctly tucked during the manufacturing process and attempting to deploy the device into a severely calcified artery. During the return product evaluation, one of the devices exhibited the lever was rotated properly but the toggle did not become untucked from the device. This was possibly caused by the difficulty experienced during device insertion resulting in the anchor being shuttled into the delivery tubes eventually causing the device not to deploy. Contraindications in the manta instructions for use state the manta device is contraindicated in the following: severe calcification of the access site. The IFU confirms to list the following potential adverse events related to the deployment of vascular closure devices identified including failed hemostasis requiring manual or mechanical compression, and surgical repair. Procedure preparation instructs to confirm via femoral arteriogram, no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: " device does not open. Manta won't open from plastic when inside patient. 2 devices tried and failed" associated to 3010252479-2023-00145 manta. Additional information: during an evar procedure on the (B)(6) 2023, access was gained in the femoral artery which was reported severely calcified. The account reported that: "after index procedure, when turning the deployment lever, the anchor hadn't got out from the delivery tube (both devices)". A surgical cutdown was performed and the patient was reported as fine post the procedure.